Event description:
Report received from abbott international affiliate (abbott australia) of an unrequested bolus dose delivery. The report states: "the pump was on a pt and had delivered a bolus dose without the pca button being pressed. On inspection the pca button was bent and therefore damaged, causing the pump short circuit." There was no informaiton available as to the medication infusing, settings on the pump or if there was any adverse event with the pt. The hospital has "refused to return the bolus cord because they believe there was nothing wrong with it but the problem was caused by somebody pushing something up against the cord causing it to be bent." No further information was available.